Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a sensor break. It was reported that after insertion, there was no signal, no light indicator. It was reported that after removal of the sensor, there was no electrode present. It was reported that two sensors are being returned. No further information provided.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and found both sensor cannulas retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.